Event description:
This is spontaneous case report received from a female consumer of unspecified age via regulatory authority (ref# mw5064820) in the united states on 11-oct-2016 who had essure (fallopian tube occlusion insert) inserted in 2010. Additional information received on 19-oct-2016; case became a potential legal. Consumer stated that essure was inserted in 2010 (discrepant information). She reported that she did not know that it was nickel based and she is allergic to nickel. Essure caused her so many problems - it caused pain and it caused hell in her life. They took out one essure coil on the right side and she lost her fallopian tube back in 2013 because essure was not inserted properly in the first place. Other one was stuck, left side coil was lodged at the top of the uterus by the ovary on the left side. They could not find the other one (left coil) and they could not get it out at that time. She used to double over in pain on the left side, then it dropped down to her uterus. It did not attached the uterine wall but could have perforated the bladder. She had a hysterectomy two weeks ago and they removed the right coil and she had couple other surgeries (did not provide the name of the surgeries). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and three years after insertion, it was noticed that one essure was not inserted properly (seen as device dislocation as) and other one was stuck / left side coil was lodged at the top of the uterus / it dropped down to uterus / left coil could not be found (embedded device). She had a hysterectomy two weeks ago and they removed the right coil and she had a couple of other unspecified surgeries. The events are anticipated in the reference safety information for essure. The exact date and the mechanism of dislocation/embedment are not known. However, given the nature of events, a causal relationship between essure and them cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Quality safety evaluation received on 14-nov-2016: (B)(4). Based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage. Therefore a manufacturing quality defect from the device is unconfirmed. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and three years after insertion, it was noticed that one essure was not inserted properly (seen as device dislocation as) and other one was stuck / left side coil was lodged at the top of the uterus / it dropped down to uterus / left coil could not be found (embedded device). She had a hysterectomy two weeks ago and they removed the right coil and she had a couple of other unspecified surgeries. The events are anticipated in the reference safety information for essure. The exact date and the mechanism of dislocation/embedment are not known. However, given the nature of events, a causal relationship between essure and them cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. The product technical analysis resulted in unconfirmed quality defect. No active follow-up will be pursued, as this case was identified during (B)(6) website monitoring.